Event description:
It was reported that the preloaded intraocular lens(iol) was explanted from patient right eye due to refractive surprise. The issue was noticed during post-op exam. The patient was temporarily impaired. The lens was explanted in a secondary procedure and replaced with a lens from another manufacturer. There was no patient injury. There was no medical/surgical intervention required. The patient had fully recovered. No other information is available.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section e1: surgeon's email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 5/5/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the complaint lens was received inside a plastic syringe, cut and coated in viscoelastic residue. The lens was cleaned revealing no issues that could cause or contribute to the complaint issue reported. Conclusion: the complaint issues were not identified during product evaluation. The other observed issue during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.